Event description:
Dialysis treatment initiated without difficulty thirty mins. Into pt felt "pressure on chest". Blood pressure 123/? Foam noted in arterial and venous lines anad both ends of dialyzer. Venous air detector did not alarm. Pt given o/2 at three liters and disconnected from system and a new dialyzer and bloodlines were set up and treatment resumed. Pt's symptoms subsided after treatment was resumed.